Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test and displacement test or verify low battery alarm, off no power alarm due to blank display. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display went blank. Customer cannot recall their blood glucose reading. Troubleshooting was performed. Customer tried new batteries but the issue reoccurred. Customer did not mention if the insulin pump was exposed to moisture. Customer was using new duracell battery. Customer also reported low battery issue. Insulin pump will be returning for analysis.